Event description:
It was reported, the camera head had poor image. The event was found during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed: poor image due to bad cracked video connector. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A device history record review was conducted, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.